Event description:
During a preparation for a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console indicated a malfunction of the computer operating system. Cycling the system power restored the device to normal function. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation begun, but no conclusions have been reached.